Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the gas delivery system (gds) module and the issue was resolved. The unit passed testing and was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit declared a watchdog test failure. The unit was in use at the time of the reported event, however, there was no patient harm.